Event description:
Per the clinic, the patient experienced chronic infection around the abutment site and was treated with oral antibiotics (date not reported). Subsequently, the abutment was removed to allow for healing. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.